Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the proximal section was kinked and microscopic inspection revealed the distal tip was detached. A media inspection performed on pictures provided by the site showed evidence that could relate to the alleged failure.

Event description:
It was reported that detachment occurred. The patient presented with arrhythmia for biventricular implantable cardioverter defibrillator (ICD) insertion. A 182 cm j luge guidewire was selected for use in preparing the vessel for insertion of a pacer lead. During wiring using the 182cm j luge guidewire, it was noted that the proximal part of the radiopaque tip had detached. The physician decided to leave the broken piece inside the patient and no removal attempts were made. The procedure was completed with a different wire. The patient remained hemodynamically stable throughout the procedure. It was further reported that the target vessel was in the posterior lateral branch of the coronary sinus, and that they were unable to safely remove the device due to its location.

Event description:
It was reported that detachment occurred. The patient presented with arrhythmia for biventricular implantable cardioverter defibrillator (ICD) insertion. A 182 cm j luge guidewire was selected for use in preparing the vessel for insertion of a pacer lead. During wiring using the 182cm j luge guidewire, it was noted that the proximal part of the radiopaque tip had detached. The physician decided to leave the broken piece inside the patient and no removal attempts were made. The procedure was completed with a different wire. The patient remained hemodynamically stable throughout the procedure.

Event description:
It was reported that detachment occurred. The patient presented with arrhythmia for biventricular implantable cardioverter defibrillator (ICD) insertion. A 182 cm j luge guidewire was selected for use in preparing the vessel for insertion of a pacer lead. During wiring using the 182cm j luge guidewire, it was noted that the proximal part of the radiopaque tip had detached. The physician decided to leave the broken piece inside the patient and no removal attempts were made. The procedure was completed with a different wire. The patient remained hemodynamically stable throughout the procedure. It was further reported that the target vessel is posterior lateral branch of the coronary sinus, and they were unable to safely remove the device due to its location.

Manufacturer narrative:
G2 report source: corrected.